Manufacturer narrative:
Investigation into the reported adverse event is ongoing. A follow-up report will be filed upon completion of the investigation.

Event description:
It was reported that the cranial implants were explanted after the patient experienced an infection.

Event description:
It was reported that the cranial implants were explanted after the patient experienced an infection.

Manufacturer narrative:
On (B)(6) 2022, medcad contacted the initial reporter via email to request additional information about the reported event. The information requested included the nature of the infection experienced by the patient, any potential causes or contributing factors, and the weight of the patient at the time of the event. On (B)(6) 2022, medcad received a response; however, the complainant was not able to provided the requested information. On february 14, 2022, medcad completed a review of the device history record for the suspect devices (see also report number 3009196021-2022-00002). Investigation into the device history record found that the devices in question were produced in accordance with all required production standards. No nonconformance was identified throughout the production of the devices in question. No device problem was identified through investigation. The investigation did not establish a cause for the reported infection.